Manufacturer narrative:
H3: analysis of the wr9200 wireless recharger (wr9200) (serial number (B)(6) ) revealed the device is unresponsive, led's scroll continuously, and flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger battery indicator light was repeatedly blinking green and charging was not possible. The device was unresponsive. The contributing factors were unknown. A reset was performed, but there were no changes. The device was replaced, which resolved the issue. No symptoms were reported.